Event description:
It was reported that death occurred. The target lesion was located in the calcified proximal left anterior descending artery (lad). The physician rotablated with a 1.5 burr followed by a 3.5 balloon. A 3.50 x 32 mm synergy megatron implanted to treat the lesion and post dilated with a nc emerge balloon. Angiography showed patent flow post stenting. As the patient was leaving the cath lab, they began to code and the staff began immediate cardiopulmonary resuscitation (CPR). The stented vessel clotted off soon after the patient left the cath lab. The patient was brought back to the cath lab with an automatic CPR machine. Repeated angiogram revealed a clotted lad. The lad was wired and ballooned to restore flow. CPR continued and ventricular assist device was inserted as well as a temporary pacemaker. Two hours after CPR was initiated, time of death was called.